Event description:
It was reported during an unknown process step of peritoneal dialysis (pd) therapy, the transfer set disconnected from the non- baxter pd catheter. The patient reported the pd catheter was "dislodged" and the patient noted "dampness on clothing". The patient reconnected the transfer set and placed a clamp on the catheter. The cause of the disconnection was not reported. It was further reported the patient was monitored over the week. On an unreported date, the patient was treated with unspecified oral and intraperitoneal antibiotics and the tubing was changed. Eight days after the disconnection, the patient reported pain, nausea, yellow effluent, cramping, and dry heaves during pd therapy. The same day, the patient was instructed to go to the emergency room. The following day the patient was admitted to the hospital and diagnosed with bacterial peritonitis. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0725030000-2022-0001 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in the product labelling of the transfer set which instructs users to adhere to aseptic technique precautions and that the set should not be used if damage was observed. Should additional relevant information become available, a supplemental report will be submitted.